Event description:
It was reported, the patient¿s device helped until a month prior to call. It was noted, the patient took medication for bladder infection. It was reported the patient felt urgency.

Manufacturer narrative:
Product ID 303, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va02qa9, implanted: 2013 (B)(6); product type lead. (B)(4).